Event description:
It was reported that the lead was explanted and replaced due to decreased sensing. The physician suspected that the lead was loose as it was easily removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.